Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 shell, r3 liner, hemi head, modular sleeve and 25mm screw were removed. The anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, modular sleeve and 25mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner, hemi head and 25mm screw. Similar complaints have been identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. No records were provided for years 2010-2016. In (B)(6) 2017 the patient underwent a right total hip arthroplasty revision due to reported pain and high metal ions, although no metal ion reports or levels have been provided. The reported intraoperative findings of fluid and metallosis may be consistent with findings associated with metal debris. However, the root cause of patient¿s reported pain and ¿high metal ions¿ which led to the revision cannot be determined, as the medical records for the period between the total hip arthroplasty implantation and the revision were not provided. The patient impact beyond the revision, and post-operative healing/pain cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.